Event description:
Reporter indicated that the site's laptop computer used for programming pts was not working properly. No further info as to what was wrong with the device was provided, and all attempts for further clarification, and info, have been unsuccessful to date. The laptop computer has been returned to the MFR for analysis, but analysis is not yet complete.